Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, after clv-190 light source socket was cleaned, the error disappeared, and the scope image was displayed. The b30 error temporarily occurred due to debris and foreign objects attached to the light source socket that led to an irregularity of communication with the scope. The reporter refused to provide further information regarding their title. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The customer refused to provide title. Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer confirmed the b30 scope communication error and black scope image. The customer exchanged the scopes but the issue persisted. The customer proceeded to clean the debris from the clv-190 light source socket and the error disappeared and the scope image displayed successfully. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii xenon light source displayed a b30 error. The event occurred during preparation for use. There was no patient involvement, no harm or user injury reported due to the event.